Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that the pump was experiencing an intermittent power issue. It was reported that there was moisture in the battery compartment. There was allegedly no damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted 10/02/2015: a review of the complaint record indicated this complaint was received by animas on 09/11/15, not 09/13/15 as previously reported.